Manufacturer narrative:
Information references the main component of the system. Other relevant device(s) are: product ID: 37092, medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Event description:
It was reported that, even if the programmer antenna is connected to the programmer, the connection may be faulty and it is not displayed. The manufacturer representative (rep) met with the patient and confirmed that the programmer was not displayed. As the programmer can communicate without using an antenna it was determined the patient would not need to use an antenna in the future. The issue was resolved.